Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo_13.2, -10.0/2.0/94, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to low vault with rotation, problem resolved. It was also reported that on the same day the lens was exchanged for a longer length lens and the problem resolved. Cause of event was unknown.